Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the stimulator was not providing tingling sensation since (B)(6) 2017; however, it was providing a tingling sensation from the day of implant until then. There were no environmental factors that were reported to have contributed to the issue. Impedances were tested and were greater than 10,000 ohms on electrodes 7, 8, and 12. Impedances at 3 volts tested electrode 7 at 39,768 ohms and electrodes 8 and 12 greater than 40,000 ohms. The patient¿s programming was using electrodes 6,7, and 8. The patient felt no tingling sensation up to 10 volts. The patient was reprogrammed utilizing electrodes 5 and 6, and the patient was able to feel tingling sensation. The patient stated that the new program was providing good coverage. The issue was resolved at the time of the report, and no surgical intervention was planned or performed. The patient¿s medical history includes low back pain into legs.